Event description:
It was reported that the burr intertwined with the wire. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left mid anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, it was noted that the burr intertwined with the wire. The whole system was removed. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection identified a body of the guidewire was kinked. Microscope inspection revealed that the spring tip detached and did not return for analysis. The media attached to the parent record shows partially the device but does not show any evidence of the reported issue. Based on the evidence, the reported event can be confirmed. The observed detachment of the spring tip and kinks of the body might have contributed to the reported issue.

Event description:
It was reported that the burr intertwined with the wire. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left mid anterior descending artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, it was noted that the burr intertwined with the wire. The whole system was removed. No complications were reported, and patient was stable post procedure.